Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker passed away in late-(B)(6) 2017. The patient's daughter reported the death to boston scientific medical records. The caller also mentioned that the patient was in the hospital and the device could not be interrogated. The field representative was contacted and was unable to provide any additional information.